Manufacturer narrative:
Cazzato, r. L., auloge, p., dalili, d., de marini, p., di marco, a., garnon, j., & gangi, a. (2019). Percutaneous image-guided cryoablation of osteoblastoma. American journal of roentgenology, 213(5), 1157-1162. Https://doi.org/10.2214/ajr.19.21390.

Event description:
This complaint is derived from a literature article titled "percutaneous image-guided cryoablation of osteoblastoma." Image-guided cryoablation was performed using galil medical's seednet system on 10 patients to treat osteoblastomas (obs) at various osseous sites between march 2007 and december 2018. The article reported one major (grade 3) complication (sensory and motor neural deficit of the left arm) noted in a (B)(6) patient who received ca for a 16-mm ob of the left c5-6 facet joint. High-dose steroids were immediately commenced along with rehabilitation. The motor deficit recovered completely within 3 months, although a sensory deficit persisted at 12-month follow-up.

Manufacturer narrative:
The following fields were corrected in this supplemental report: brand name, manufacturer name, model number, MFR site facility name, premarket / 510(k). Cazzato, r. L., auloge, p., dalili, d., de marini, p., di marco, a., garnon, j., & gangi, a. (2019). Percutaneous image-guided cryoablation of osteoblastoma. American journal of roentgenology, 213(5), 1157-1162. Https://doi.org/10.2214/ajr.19.21390.

Event description:
This complaint is derived from a literature article titled "percutaneous image-guided cryoablation of osteoblastoma." Image-guided cryoablation was performed using galil medical's seednet system on 10 patients to treat osteoblastomas (obs) at various osseous sites between march 2007 and december 2018. The article reported one major (grade 3) complication (sensory and motor neural deficit of the left arm) noted in a 21-year-old patient who received ca for a 16-mm ob of the left c5-6 facet joint. High-dose steroids were immediately commenced along with rehabilitation. The motor deficit recovered completely within 3 months, although a sensory deficit persisted at 12-month follow-up. No device malfunctions were reported in the article.